Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone the insulin pump had alarmed power loss. Customer's blood glucose was 380 mg/dl. Customer stated the device alarmed when the batter was out of the device less than ten minutes customer was advised the device needed to be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and the self test. No unexpected battery out limit alarm was noted. The sleep currents were within specification. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.